Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. No harm, requiring medical intervention was reported. Troubleshooting was performed and the customer stated that the pump was not exposed to a high magnetic field. Customer stated that they are not able to rewind the pump as it displays error alarm and restarts. Customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Customer returned device for an alleged device error 43 alarm and device error 130 alarm found on september 24, 2022.the device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No unexpected device error 43 alarm and device error 130 alarm noted during the testing. Successfully downloaded history files and traces using thus. Device error 43 alarm was recorded and found in the formatted history file on the event date. No device error 37, 38, 39, 41, 42, 79, 80 and 82 alarm recorded in the formatted history file for the event date. Device was cut open to perform visual inspection and found corrosion on the electrical board 1, electrical board 2 and motor assembly noted. No corrosion or moisture damage found on the force sensor and vibrator¿assembly noted. Device error 43 alarm and device error 130 alarm were confirmed due to corrosion on the electrical board 1, electrical board 2 and motor assembly noted. Force sensor zero offset within specification (23.5 millivolt). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a keypad overlay texture damage, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Device error 43 alarm and device error 130 alarm were confirmed. Device error 43 alarm and device error 130 alarm, due to corrosion on the electrical board 1, electrical board 2 and motor assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.